Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened. If the device sample becomes available at a later date, this complaint will be re-opened.

Event description:
The customer alleges that the adaptor does not fit the flow meter. No patient injury reported.